Event description:
It was reported that the pump battery was unresponsive. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. A replacement pump was sent to the customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.